Event description:
A customer reported experiencing a cartridge alarm during the loading process of their pump. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. In response, tandem technical support decided to replace the pump and provide complimentary cartridge supplies as a goodwill gesture. The customer will use multiple daily injections as a backup therapy and will receive training for the replacement pump. The customer agreed to return the problematic pump using the provided pre-paid label.